Event description:
It was reported via repair work order that the brakes were not engaging due to a broken foot end brake cam and brake adjuster. Head end brakes could still hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.